Event description:
It was reported the patient felt a ¿jolting¿ sensation ¿suddenly¿ when they were at home. The sensation was also described as overstimulation and it was felt in the buttocks area. The implantable neurostimulator (ins) was checked and no problems were found. Impedance testing and x-rays were performed. It was stated the therapy was ¿issued¿ for one week. The ins had been programmed in unipolar mode and no action was required as a result of the event. The patient was doing fine again and was satisfied with therapy.

Manufacturer narrative:
Concomitant: product ID 3095-10, serial# (B)(4), implanted: 2010-(B)(6), product type extension. Product ID 388928, lot# 0204283662, implanted: 2010-(B)(6), product type lead. (B)(4).